Event description:
Patient reported that over the past month and one half, three infusion sets separated at the luer lock connection. She indicated the most recent occurrence was on 12/13/06. She indicated that her blood glucose level was affected during the previous events. Patient stated that her blood glucose was elevated into the 300's mg/dl. Her normal range is below 150 mg/dl. She indicated that her blood glucose level was only affected when both the outer and inner tubing separated. On 12/13/06, patient reported that the infusion set tubing had been in use for 7 days. Company representative advised patient that the tubing should be changed every 6 days. She stated that when her blood glucose level was elevated, she felt hot, tired and thirsty. Patient indicated that she addressed the issue by changing the infusion set tubing and administering a bolus. The patient did not report assistance by a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.